Manufacturer narrative:
Product will not be returned as it is still in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead delivered a shock due to possible dislodgement. Additional information revealed that the patient was admitted to the hospital for revision and it was found that patient is a "twiddler" as the leads were pulled back due to patient rotating the ICD device. The patient received an inappropriate shock for oversensing of atrial events, the patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported.